Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up after receiving a vibratory alert for non-sustained lead noise. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy. The oversensing was noted on a stored egm. Intermittent loss of rv capture was noted. Programming changes were made successfully. The patient will be monitored and lead remains implanted.